Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2015-03679 / 03680 / 03681.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Initial reporter. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported a patient underwent a right total knee arthroplasty on an unknown date. Subsequently, the patient will be revised due to allergic reaction to current implants. All components will be removed and replaced. No further information has been provided.